Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. It was further reported that 90% stenosed target lesion was located in the severely calcified lesion. During the procedure, at third inflation, it was noted that the balloon ruptured at 12atm for 5 seconds. The device was simply pulled out from the patient's body and the patient's condition was stable post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.